Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No information regarding adverse patient consequences was reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.